Manufacturer narrative:
The pump was returned for analysis. Visual inspection found no abnormalities or damage. Simulated use testing found the pump operating as expected. We are unable to definitively determine the cause of the reported issue.

Manufacturer narrative:
The device has been received and an investigation is underway. Upon completion of our analysis, a supplemental MDR will be submitted.

Event description:
The complainant reported a (B)(6) female patient presenting with myocarditis for hemodynamic support using the impella 2.5 device. The pump was delivered successfully, however, bubbles were seen in the left ventricle and aorta during use. The pump was removed and replaced, however, the patient reportedly endured an ischemic stroke the following day.